Manufacturer narrative:
Updated fields: b3,b4,g3,g6,h2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component codes). Corrected fields: e1: event site name. Due to character limitation in e1 for event site name, the full event site name is (B)(6). A getinge field service (fse) evaluated the unit for the reported malfunction. The fse stated the unit was powered on, and the test found that the machine had a black screen and an abnormal sound a few minutes after it was turned on. The fse replaced the power supply (0014-00-0033-05), and the test was normal. The unit passed the pre-use inspection and all factory-specified performance and safety indicator tests. The iabp was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) the screen flickered and the system could not be entered. At the same time, there was a clicking sound. There was no patient involvement.